Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are having problems with their device, and that it is not relieving the pain in their feet. They stated that when they try and increase the stimulation to make it stronger, their knee caves. The patient also noted that their implantable neurostimulator (ins) charge only lasts for a week, and they think it should last for a month due to their low settings. They added that they charge once a week. The patient synced with their ins at the time of the report; the programmer showed therapy was on, the ins was at 50% charge, and the programmer battery at 2/3 full. The patient mentioned that they were at their healthcare provider¿s office on the day of the report, and were re-directed to call patient services. The patient was re-directed back to their healthcare provider. No further complications were reported or anticipated. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they met with the manufacturing representative for reprogramming. The patient stated that they are now receiving a stronger pulse in their right leg. They mentioned that the pulse needs to be stronger in their left leg because their pain is greater in their left leg. The patient indicated that their battery is doing well. No further complications were reported or anticipated.